Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: yes, return date: 13-mar-2025 h3: yes dev rtn to MFR? Yes eval summ attached? Yes product event summary: the full delivery system was returned and analyzed. The lumen of the delivery system was torn. The delivery system tether was broken /cut/pulled apart. The analyst noted the full delivery system was returned with the device intact with the tether but not recaptured in the device cup. The tether was cut. Deployment testing could not be performed as the tether was cut so that the delivery system was unable to capture the device. There was no resistance observed while flushing the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1] (serial:(B)(6). H3: yes. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operative the leadless implantable pulse generator (ipg) exhibited high thresholds during the first deployment attempt. During the next deployment attempt, resistance was noted when flushing. The tether of the delivery system was cut and the tether was pulled. Resistance was noted and the ipg came off when the tether was pulled harder. The delivery system shaft was gripped with forceps and the ipg and delivery system were removed together. The leadless ipg system was attempted/not used and were removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 17 mar 2025. H3: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.